Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H6 component code: g07002 no device problem found. Investigation summary: the product was returned to ethicon for evaluation. Seven empty labeled winding formers and two suture pieces were received for analysis. Upon initial inspection, it was noted that three winding formers belong to lot 100xp2, another three are from lot ucbbzz and one winding former is for lot tpbdpl. All winding belongs to product code w8710. During the visual inspection of the suture pieces, it was not possible to determine to which lot pertains. The ends were noted to be cut probably caused by a surgical instrument. In addition, surface crushing of the suture near the end of one suture was observed and body fluids were found on the strands. The functional test was performed in one of the suture pieces using instron equipment and the tensile force was above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional investigation summary: the product was returned to ethicon for evaluation. One unopened sample was received for analysis. Product code w8710, lot ucbbzz. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted as expected. The suture was dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional investigation summary: the product was returned to ethicon for evaluation. One unopened sample was received for analysis. Product code w8710, lot100xp2. To evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted as expected. The suture was dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 100xp2; mfg. Date - 05/07/2024. Exp. Date - 04/30/2029. Batch ucbbzz; mfg. Date - 03/08/2024. Exp. Date - 02/28/2029. Batch tpbdpl; mfg. Date - 12/15/2023. Exp. Date - 11/30/2028. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information was requested, and the following was obtained: all information I have available is as follows, no further information available: unexpected reoperation for failed mitral valve repaired carried out on the 4th september ussing a range of sutures. At exploration two sutures found broken leading to a failure of repaire. One prolene 5/0 broken off and not found. One prolene 6/0 9mm found at the repair site broken (knot intact). The prolene 5/0 13mm was used to close the left artium and during suturing it broke down in two places (at needle insertion and another along the thread. Complaint logged unsure which batch it came from therefore collected all products used in theatre. Requested from cardiac to remove the faulty box but they asked to keep them for emergency cases until alternatives provided. Ordered 2 replacement boxes. W8710 prolene 5/0 13mm unsure of which lot number the fault came from ucbbzz 100xp2 tpbdpl.

Event description:
It was reported that a child underwent an unexpected reoperation for a failed mitral valve repaire on (B)(6) 2024 and suture was used to close the left atrium. During suturing it broke down in two places: at needle insertion and another along the thread. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: d4: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 100xp2. Batch ucbbzz. Batch tpbdpl. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Updated pcf to request the following: were there any patient consequences? If yes, please describe. Please provide lot number. 100xp2; ucbbzz; tpbdpl has been added as possible lot numbers. Confirm if these are possible lot #¿s?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including gender, weight, bmi at the time of index procedure. Mg, male, dob (B)(6) 2022 (2yrs and 6 months at the time of index operation), 11 kg, bmi 13.6. The diagnosis and indication for the index surgical procedure? Complex congenital mitral valve malformation, with severe mitral regurgitation and mitral stenosis. The child suffered from severe heart failure, requiring urgent surgery what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open heart surgery, on cardiopulmonary bypass. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal tissue for age and condition. There were no background tissue anomaly, inherited collagen disorder or inflammation/infection process at the time of the index operation. How was the suture placed (interrupted or continuous)? Interrupted, on a small bovine pericardium pledget. How was the suture originally tied (multiple knots, square knot, etc.)? Multiple locking knots. Was there any precipitating stress factors that led to the suture breakage? None detectable. Other relevant patient history/concomitant medications? None relevant or different from all other patients undergoing the same type of procedure (mitral valve repair). What is the physician¿s opinion as to the etiology/ contributing factors to this event? In my opinion there were no contributing factors to these events: the valve was competent at the end of the index procedure, with adequate function. The subsequent failure was attributed to the failure of the stitches used for both commissure-plasty (reduction of the valve annular diameter) and leaflet suspension stitches. What is the patient's current status? Post mitral valve replacement, discharged in good conditions. Please confirm product codes/ lot numbers? Prolene 5/0; w8710; possible lots 100xp2; ucbbzz; tpbdpl. Prolene 6/0; prolsutunk; lot unknown. I don¿t have this information.